Event description:
A review of service data detected a reportable event. Upon servicing battery charger sn (B)(4), the charger was found to reset. The last pt to use this battery charger did not report and problems.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. Upon investigation the battery board was defective, which prevented the charger/modem from charging the batteries. Flash micro-controller u13 on the battery board was defective. The root cause of the defective component could not be positively identified. No adverse event resulted from the defective u13 component. The last pt to use this battery charger/modem did not report any deficiencies.